Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device was put in on (B)(6). It was reported that it does a good job and the patient couldn't walk with out it. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported they got the device to help with their legs and back and right now their legs and back bother them terribly. It was reported that in all the time they have had the device they haven¿t seen a change in their legs/back. Patient reported they were going to get the intellis device on (B)(6) 2018 because it supposedly does a better job. No further complications reported/anticipated.